Manufacturer narrative:
This report is submitted on december 16, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2019 in order to remove the abutment. This report is submitted on january 26, 2023.